Manufacturer narrative:
Concomitant medical products: 1699tc lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture with high impedance, oversensing of noise, and sensing integrity counter (sic) episodes. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.